Event description:
It is reported that a spike cracked off while tapping into the bone.

Manufacturer narrative:
Evaluation: the spike fractured at its base, due to a stress concentration inherent in the design. In 2003, two 0.020 inch fillet radii were added to the bases of the two spikes in order to prevent the reoccurrence of this failure. The part has a potential field age of nearly 9 years. Device history records indicate all components were manufactured and inspected to specification.